Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The following physical damage was also found: cracked case at a display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 142 mg/dl. After the pump alarmed the customer kept pushing buttons until the alarm cleared, but drained the pump battery in the process so he had to change batteries. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.